Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the physician deployed the trunk-ipsilateral leg component (rmt281414/11557702) at the intended position. Upon retracting the delivery catheter, the leading olive reportedly separated from the delivery catheter inside the pt. The physician was advancing a coda balloon up the guidewire and noticed the separated olive. The pt had noted tortuosity and calcification in the aorta. The physician removed the balloon and then used a snare to retrieve the olive. The olive was removed from the pt, and the procedure concluded with no further issue. The pt tolerated the procedure.